Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to failure in the operation of the main printed circuit board (pcb) or the operation of the supply-pressure sensor in the k connector unit could have caused the error. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the visual inspection and operational check had no abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit carbon dioxide bar graph memory was unstable and going from 2 to 4. The issue was found during an unknown therapeutic procedure; the patient was gradually stabilized, and the procedure continued. The procedure was completed using the same set of equipment. There were no reports of patient or health damage from this event.